Event description:
Procedure type: esophagogastric fundoplasty. According to the reporter: the device could not be removed after firing. The doctor manually cut the tissue to remove it from the pt and confirmed that the staples did not form properly. It was then noticed that the instrument (21mm) was fired on a larger anvil (25mm). A new instrument was used to complete the procedure. No delay to surgery time and no bleeding occurred as a result.

Manufacturer narrative:
Photographic images of the reported product were obtained; however, it is unknown whether the miss-match of components occurred during mfg or during preparation for surgery. It is reported that the user facility will not release the subject items for eval.